Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's battery was depleting quickly. The customer¿s blood glucose was 242 mg/dl. Tandem made multiple attempts to follow up with customer, but were not able to.